Event description:
A discordant, falsely elevated calcium result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was rerun in duplicate on the same instrument, and the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse did discover debris in the sample dilution probe line washport. The fse then cleaned the washports and the sample dilution probe. The fse primed the system and quality controls were run, all of which were within range. The cause of the discordant, falsely elevated calcium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.